Event description:
It was reported that the customer experienced an issue with the pump's touchscreen responsiveness, specifically that the screen was frozen and would not respond to input. There was no reported impact to the customer¿s blood glucose level, as the customer declined to provide further information on the blood glucose level exceeding 500 mg/dl. The customer attempted a pump reset with assistance from technical support, but the screen remained unresponsive. The customer was advised to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery was not interrupted. Technical support confirmed the shipping address and instructed the customer on how to put the pump into storage mode before returning it, with a prepaid label provided for the return within 10 days.